Manufacturer narrative:
An event regarding infection involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a revision of a triathlon left liner. Patient was infected.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a triathlon left liner. Patient was infected.